Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the connector piece of the reload was broken. When opening the load, it was identified that the device had a broken connection preventing its positioning in the stapler.